Manufacturer narrative:
Product event summary: analysis confirmed the reported event, current leakage was elevated after startup, after the display was replaced, the device passed current testing. Analysis then found that using an oscilloscope to test, it was noted that the waves had intermittent absence. It was determined that the printed circuit board was out of specification. It was also noted that the lower case was cracked.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that using an oscilloscope to test, it was noted that the waves had intermittent absence. It was determined that the printed circuit board was out of specification. It was also noted that the lower case was cracked.

Event description:
It was reported that the external pulse generator's (epg) battery did not last long enough, only one day. Later the screen shows the battery symbol and the backlight is suddenly on and suddenly off. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.